Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received, and was evaluated and tested extensively. Visually it is noted that the device was received in good cosmetic condition, other than some minor chassis scratches, there was no apparent physical damage or anomalies. Functionally and electronically, the device functioned well within its design and manufactured parameters; could not duplicate the reported phenomena and could find no fault with the fms pump. We cannot discern the underlying cause for the reported issue; the root or underlying cause for the reported event is not attributable to the fms pump, but lies elsewhere. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on december 12, 2012 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep the fms duo+ unit was being used in a shoulder arthroscopy and the irrigation wheel spun continuously. The case was completed using a competitors unit with no consequence to the patient. Unit was returned in a previous complaint.